Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 400 mg/dl. Customer declined trouble shooting for high blood glucose. It was unknown if auto mode feature was active or not at the time of incident. Customer stated their sensor was updating and had received calibration not accepted and change sensor alert. The insulin pump will not be returned for analysis.